Event description:
Pt was experiencing "underdose symptoms presumably due to catheter issues". The underdose symptoms were not reported. A dye study was attempted, but the hcp was unable to aspirate the catheter. The hcp then injected the dye. Subsequently "overdosing" the pt. The pt has "since recovered and therapy appears to be going well."

Event description:
Additional information. The hcp reported that the pt was experienced persistent "fluid collection" in the lumbar area. There were no withdrawal symptoms or paresthesias reported. Dye study revealed no catheter problems, but following the injection of dye through the catheter, the pt experienced a "respiratory code", wtih respiratory rate of 4, requiring an oral airway and oxygen therapy. The pump was stopped and the pt was monitored overnight.